Manufacturer narrative:
No patient information provided after calls to customer: (B)(6) 2020. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely and recommended replacing cpu comm express board.

Event description:
The hospital reported an error resulting in the loss of mechanical ventilation during a case. There was no report of patient injury.